Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced past elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via manual injection. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.